Manufacturer narrative:
Device investigation narrative - one 72202902 footprint ultra pk suture anchor 5.5mm device returned. Bone density was not reported, but use of a 3.8mm tapered awl was reported for prep. This is consistent with the IFU for soft bone application. The anchor has been returned and is fractured both horizontally and vertically. The anchor was free from the insertion device and shaft. The inner insertion shaft is bent and twisted. It now rotates off axis. IFU reads: ¿prior to removing the inserter, rotate the torque limiter knob counterclockwise one quarter turn, until a click is heard. This will help ease the release of the inserter from the anchor.¿ and ¿the use of approved smith & nephew surgical instrumentation is strongly recommended to prepare the insertion site and maintain axial alignment between the insertion site and the footprint ultra pk suture anchor.¿ maintaining axial alignment is critical for successful placement. The IFU also indicates specific technique details surrounding the anchor suture tension control and resetting of. The torque limiter had been fully backed off. Audible click was heard with full rotation of the torque limiter back into location. No root cause related to the manufacturing of this device can be established. No further investigation warranted. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Event description:
It was reported that footprint anchor and suture broke during insertion in a rotator cuff repair procedure. A backup device was used to complete the procedure. A delay of less than 30 minutes was noted. No patient injury or complications were reported.